Event description:
Over-infusion. Pump set to infuse 62 \ml/hr. From 18:10pm - 21:30pm CT pump infused 1431ml according to pump logs. No pt info available at this time.

Manufacturer narrative:
The eval is on-going. A f/u report will be initiated after the completion of the eval.